Manufacturer narrative:
This report is filed september 29, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed meningitis was hospitalized in (B)(6) 2016 (specific date and duration not reported). Additional information has been requested; however, not made available as of the date of this report.

Manufacturer narrative:
The following additional information was received regarding the episode of meningitis: etilogy of deafness - the patient has no history of cochlear malformation or reported craniofacial malformations. There was no previous history of meningiditis and no reports of csf leak. The patient did receive pre-implant immunization of pneumococcal 13-valent conjugate vaccine on (B)(6) 2013, and (B)(6) 2014. The patient received a ceftriaxone injection, peri operatively. No surgical complications were reported. It was reported that the receiver-stimulator was not drilled to the dura, and a cochleostomy of 0.8mm was performed. The cochleostomy was subsequently packed with fat to prevent perilymph fistulas and to seal the cochlea. The patient did not receive pressure equalizing tubes during the implantation surgery. The meningitis episodes did not occur within 30 days of a neurologic procedure. No vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. It is unknown if the patient had a prior upper respiratory infection or otitis media prior to meningitis. It is unknown if organisms were cultured. Treatment for meningitis was not reported.